Event description:
Arjo was notified about an event involving a concerto shower trolley. The following information was gathered: after washing, the resident was transferred to the resident¿s room with the concerto shower trolley. The trolley was positioned parallel to the bed. It was reported that the side rails were up. While getting dressed, the resident turned towards the bed, the side rails allegedly loosened and the resident then fell head first onto the floor. As a consequence, the resident sustained broken ribs, broken collarbone and there was minimal bleeding. It was reported that the resident died 5 days after the event.